Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have thermal damage on the bipolar yaw pulley at the distal end. One side of the bipolar yaw pulley exhibited localized melting. No conductor wire insulation damage was observed. Electrical continuity was tested and passed. In addition, the instrument was found to have a severely bent grip, causing a gap between the grips. Bent-severely instrument grips -tips is typically attributed to the user, such as excess force applied to the instrument jaws.

Event description:
It was reported that during central processing, that the fenestrated bipolar forceps area where cabling is looks cracked. There was no report of patient involvement.